Event description:
The nurse reported via phone call being hospitalized due to high blood glucose levels and possible onset of diabetic ketoacidosis. The customer's blood glucose was 418 mg/dl and she began vomiting. The caller also reported that the insulin pump alarmed no delivery excessively during the manual prime process. The caller stated that the customer had received a replacement insulin pump and still received the no delivery alarm. The customer was treated with manual injection upon admission at the urgent care center. The customer was wearing the insulin pump at the time of the urgent care visit. The customer's most recent blood glucose was 137 mg/dl. During troubleshooting for the no delivery alarm, the customer confirmed that insulin exited with a manual plunger push. The caller reported that the insulin pump did not alarm no delivery during a manual prime during troubleshooting. They were advised that the insulin pump was working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.